Event description:
Devilbiss healthcare received a complaint from an oxygen supplier involving an oxygen concentrator. The supplier reported the patient stated the device "shot fire out of the hose." The supplier noted the patient was taken to the hospital by ambulance, treated for burns to his nose and cheeks, but there was no smoke damage to his throat or lungs, and was released same day. The suppler also stated "he went home and is still using the machine." The unit was returned to devilbiss for evaluation. This complaint is still under investigation and an update will be filed when more information is available.

Manufacturer narrative:
Devilbiss healthcare previously reported an oxygen concentrator that the patient stated "shot fire out of the hose." The supplier noted that the patient was taken to the hospital by ambulance, treated for burns to his nose and cheeks, but there was no smoke damage to his throat or lungs, and he was released the same day. The supplier also stated, "he went home and is still using the machine." The device was returned to devilbiss healthcare for evaluation and did not confirm the patient's description of the event. There was no evidence of thermal deformation to the device. All electrical connections, wiring and pcba (printed circuit board assembly) were found to be undamaged, and no evidence of electrical fault was observed. It was noted that an odor of cigarette smoke was detected while the device was in operation. The device contains several warnings against smoking while using the device, including on the device itself and in several places in its instructions for use. The device was tested and found to be operating to design specifications.